Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the pacemaker exhibited a battery impedance problem and was unable to interrogate. The device was removed and replaced. The patient was in stable condition.

Event description:
It was reported that during the procedure, the pacemaker exhibited low impedance and was unable to interrogate. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.